Manufacturer narrative:
Investigation is pending.

Event description:
This event occurred in (B)(6). The customer reported a variance between the inratio inr results and another unspecified method inr result. Date: (B)(6) 2015, inratio inr: 5.5 and 5.4, unspecified method inr: 2.3. The first inratio test was performed with a finger stick blood sample. The second inratio test was performed using venous blood. The time between the testing and the therapeutic range was unknown. There was no reported adverse patient sequela and no additional information was provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, in-house retain testing was performed. In house testing on retained strip lot 367326 met criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.